Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, expect for the lock having rotational movement when the unit was not under pressure. However, this issue would not have caused a slippage. When unit is properly positioned and put under pressure, the unit would not have slipped. The DHR showed no abnormalities related to the reported failure. The complaint was not confirmed. No issues related to the reported complaint observed.

Event description:
A neuro coordinator reported that the a1108 mayfield triad skull clamp was used for an unspecified procedure on (B)(6) 2020. The surgeon applied the skull clamp to the patient during preparation for surgery. While continuing to prep for surgery, patient's head slipped and moved while in the skull clamp. Patient lacerations were present where pins had slipped and was closed with sutures. The surgeon reapplied the skull clamp and proceeded with surgery. No other issues noted throughout the surgery. There was no known surgery delay. Additional information has been requested.